Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve selected for implant using a large flexnav delivery system. It was noted during procedure that the 29mm navitor valve had migrated supra-annular after being deployed. It was noted during that the initial deployment the depth of the navitor valve was around 3mm, but had a final implant depth between 3-4mm. There was sufficient calcium noted to allow anchoring of the navitor valve and there was no tension at the time of final deployment. The patient did not have a horizontal aorta. The migrated valve was never re-sheathed more than two times during procedure. The migration had occurred because one of the retainer tabs was still attached to the retainer tab receptacle when attempting to remove the delivery system. The decision was made to re-position the navitor valve away from the coronary arteries by snaring it. An angiogram examination was performed to check for any potential tissue damage, but there was no damage evident. A second 29mm navitor valve was then implanted using a second large flexnav delivery system to complete the procedure. The patient's noted gradient was 5mmhg after implant and there was no difficulties in deploying, or retracting either of the navitor valves. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. There was no initial or prolonged hospitalization due to this event. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration of valve upon deployment was reported. Based on the information received, migration had occurred because one of the retainer tabs was still attached to the retainer receptacle when attempting to remove the delivery system. A returned device assessment, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."